Event description:
It was reported that, "strike plate was being malleted and it sheared off at the targeting arm leaving the threaded tip stuck in the targeting arm."

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.